Event description:
"Rv (right ventricular) programmed tip-coil due to known high rv bipolar impedance >3000ohms in 2021). 1 high rate recorded on (B)(6) - looks like non physiological signals from markers sic (sensing integrity counter) count is 44 which is from (B)(6) intermittent twos and atrial cross-talk were also observed." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).